Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had red and itchy skin on his body, legs, arm and chest. The patient consulted his physician who took him off a medication he was using. Follow-up indicated that the irritation got 90% better and was only on his legs and chest.